Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment and exposed to moisture found on (B)(6) 2022. The pump passed the following tests: displacement test, self-test. P-cap locked into place properly. There were no anomalies during testing or in event date in pump memory. Pump was cut open to perform visual inspection and found moisture damaged at electronic assemblies, force sensors or motor. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked belt clip rails. Cosmetic damage was confirmed at battery compartment. Exposed to moisture is confirmed. Additional cosmetic damages were noted on the unit. Moisture damage is confirmed and located on pcba 1, pcba 2, and force sensor pins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on backside. No harm requiring medical intervention was reported. The customer will discontinue to use the device.